Event description:
It was reported that the tip was broken on the craniotome device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial report stated that the date of event was (B)(6) 2015. During subsequent follow-up with the customer, it was reported that the date of event was (B)(6) 2015. During subsequent follow-up with the customer, additional information was received. The reporter stated that event occurred during pre-surgery. There were no delays in the surgical procedure as a spare device was available for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.